Event description:
The pt had the pump implanted. The pump was purged and filled with 4ml of sterile water and set in the stop mode. 7 days later, the pt returned to the referral center and had the pump filled with 18ml of baclofen (500mcg/ml) and set to receive 75mcg/8 hours in a periodic bolus mode. 4 days later, the programming was changed to infuse 50mcg/8 hours. The pt's spasticity was well controlled and they went home. 5 days later, the pt began to feel drowsy, progressing to coma. Pt was admitted to the hosp for monitoring. The pump was stopped and the hcp found there to be 6ml of baclofen in the pump instead of the expected 13.1ml. He removed the baclofen and the pt began to wake up. Troubleshooting of the catheter was not done then. The plan is to replace the pump and troubleshoot the catheter at that time.